Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the trunk cable was damaged. Due to the severity of damage to gray jacketing, the belt cannot plug into monitor. The root cause for the damaged trunk cable was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.